Event description:
It was reported that the ilet screen was separating from the housing, and a replacement ilet was provided while the original is pending return. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and blood glucose was not impacted. Outcomes included continued use of therapy without alerts or alarms and successful setup of the replacement device. Investigation included collection of photographic evidence and coordination of device return for evaluation. Investigation of this device revealed a screen delamination affecting the display assembly consistent with a hardware enclosure integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was a product physical property issue related to component adhesion or assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.